Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 7232cx, implantable cardioverter defibrillator, (B)(6) 2005. (B)(4).